Event description:
Hosp advised that the pump was sent to biomedical engineering with a note from nursing advising that there was an error code 307 alarm and the pump stopped infusing. There was no pt consequence.